Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient had a gastrointestinal bleed. It was determined that the bleed was from vascular damage to the mitral valve. Actions taken to resolve and patient outcome are unknown.